Event description:
The dentist reported that after 34 days that the dental implant was installed in patient's intraoral region #28, it was verified its non osseointegration. Immediate load was not performed.